Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated, however due to the returned condition of the clip delivery system (clip was deployed and not returned), the reported mechanical jam (clip - repeat closing) could not replicated in a testing environment. Additionally, the reported incomplete coaptation was also not tested as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the investigation was unable to determine a conclusive cause for the reported mechanical jam (clip - repeat closing) as the clip was not returned for analysis. The reported single leaflet device attachment/slda appears to be related to patient morphology/pathology (flail at p3) and procedural conditions as a decision was made to deploy the clip even though the clip was not completely closed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The additional clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report that the clip (70510u263) did not fully close, and after deployed, there was a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip was positioned in the mitral valve without issue. Fluoroscopy showed fluid bubbles in left atrium and left ventricle; and EKG changes occurred. There was no leak in the system. The clip was deployed without issue, reducing mr to 2. No treatment was required. On (B)(6) 2017, a follow up echocardiogram was performed, which found that the clip (70220u164) detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to 4+ and tissue damage was noted. A second mitraclip procedure was performed on (B)(6) 2017. Clip (70510u263) was advanced, during grasping it was noted that the clip did not close completely. The clip was inverted and tested above the valve; and again, the clip didn't fully close. Nonetheless, the clip was deployed, and it did not fully close. The clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 4+. Two additional clips were implanted, reducing mr to 2+. The patient is stable. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported tip of the device extending past the l-lock tabs(exposed mandrel)was confirmed. It is possible the user pushed the actuator knob forward after clip deployment, such that the actuator mandrel (atraumatic tip) became exposed; however, this cannot be confirmed. The patient passed away due to hemolytic anemia. It should be noted that the reported patient effect of death is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medial affairs director ((B)(6)). The reviewer concluded that in this case, the patient died one month after redo of mitraclip procedure while patient was in hospice. The cause of death was determined as being related to hemolytic anemia. There is no obvious relationship with the device. In physicians opinion, there is no link between the implanted mitraclip and the patient passing away.

Manufacturer narrative:
(B)(4). Additional information was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, the following information was provided: on (B)(6) 2017, the patient expired while in hospice. The cause of death is hemolytic anemia. It is the physician's opinion that there is no suspected link between the death and the mitraclip; however, this cannot be confirmed. Additionally, during the initial procedure, after the clip (70510u263) was deployed, the tip of the clip delivery system (cds) was extended past the l lock tabs. No additional information was provided.